Event description:
Complainant alleged that the staff of the cardiac care unit was preparing to pace a 65 yr old male pt who was in a post myocardial infarction condition, but the device would not power-up. The staff was able to immediately obtain another device to pace the pt. The pt subsequently expired, but the pt outcome was not thought to be as a result of the alleged malfunction.